Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in the initial submission, in section b5, it was indicated there was a total noe of 173 for this period, however the total number is 174. In initial report, in section h10, lot number 60218188 had a quantity of 27, however, the quantity should have indicated 28. All pertinent information to johnson & johnson surgical vision inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: lot numbers: 60218188 (27), unknown (26), 60139748 (12), 60219259 (11), 60198274 (8), 60176688 (7), 60213140 (5), 60221873 (5), 60211030 (4), 60218187 (4), 60117919 (4), 60175987 (4), 60119944 (4), 60161104 (3), 60211062 (3), 60203015 (3), 60221482 (3), 60139743 (3), 60151192 (2), 60192493 (2), 60219260 (2), 60207828 (2), 60154769 (2), 60157031 (2), 60151195 (2), 60136317 (2), 60157029 (2), 60211063 (2), 60175988 (2), 60154767 (1), 60201243 (1), 60219258 (1), 60204269 (1), 60175985 (1), 60147666 (1), 60193343 (1), 60150211 (1), 60166713 (1), 60153465 (1), 60201244 (1), 60176687 (1), 60158134 (1), 60116161 (1), 60176686 (1). From the total of 173 reported events 173 were not investigated following internal procedures that no investigation is required for previously investigated events. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 173 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. Of the 173 reported events 151 were completed successfully, and 22 did not provide information regarding the procedure completion. Of the 151 event that were completed successfully: 70 cases had a new patient interface used to complete the procedure. 14 cases had the same patient interface used. 67 cases the information was not provided. There were no medical events reported.